Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer passed away at hospital on unknown date of death. Troubleshooting was performed. The customer was admitted to a hospital due to extreme low blood glucose and significant events leading to hospitalization was head injury and heart stopped functioning. The exact cause of death was unknown. The customer¿s blood glucose was 23 mg/dl. Customer using the device before 48 hours of the event. The pump has been disconnected after admitting the customer in intensive care unit. The last known product(s) for this customer are as follows: mmt-1884, mmt-442ag, mmt-342, mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-442ag. No product return is required for mmt-342. No product return is required for mmt-7040a.

Event description:
Information received by medtronic indicated that the customer passed out at the hospital. Troubleshooting was performed. The customer was admitted to a hospital due to extreme low blood glucose and loss of consciousness, and significant events leading to hospitalization were a head injury, and heart stopping functioning. The exact cause of death was unknown. The customer¿s blood glucose was 23 mg/dl. Customer using the device before 48 hours of the event. The pump has been disconnected after admitting the customer to the ICU. The last known product(s) for this customer are as follows: mmt-1884, mmt-442ag, mmt-342, and mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-442ag. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.